Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used in the common bile duct (cbd)during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the sponge had dislodge and was stuck inside the scope. Furthermore, there were no issues seen on the device that could have contributed to the event. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the foam (sponge) had been separated from the rx biopsy cap. Slight remnants of the sponge were found in the internal circumference of the cap. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used in the common bile duct (cbd)during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the sponge had dislodge and was stuck inside the scope. Furthermore, there were no issues seen on the device that could have contributed to the event. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.